Event description:
The volcano verrata guide wire was kinked coming out of the package. The wire did not enter the patient. A new package was opened. There was no harm to the patient. The device was not available for return. Unfortunately, no further identifying information is available.